Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that the pt's device was registering high impedance. The physician and pt have decided to proceed with revision surgery, but it is unknown if that surgery has taken place yet. Attempts to have the product returned will be conducted once the surgery has been confirmed.